Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the surgery was done on (B)(6). The pt left the site on the (B)(6). In the morning of the (B)(6), the pt stated pain on abdomen and returned to the site. Pain would not disappear, so re-operation was done on the (B)(6). It was found that 2 clips on the original surgery had come off and bile leaked in the cavity and caused inflammation. The pt is currently fine.

Manufacturer narrative:
(B)(4).